Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery compartment was cracked, the act button needs to be pressed harder and multiple times for the insulin pump to respond, the insulin pump had rejected new batteries, had battery error and unexplained no delivery alarm, the insulin pump stopped delivering without notice. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.